Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 125 ohms. During an in-clinic device check, the out of range measurements were recreated with pressing both hands but otherwise normal. Subsequently, a surgical intervention was performed. The rv lead was explanted and the physician elected to replace the device as well. Additionally, the ra lead dislodged during the extraction of the rv lead, and thus, was subsequently explanted as well. A new system was implanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned lead was returned in two segments with a total length of 575 millimeters (mm). Visual inspection revealed deformed conductor coils along with puncture holes in the insulation 63-73 mm from the terminal pin, most likely from some type of grabbing tool. The conductor coils were also noted stretched in a few places. The clear medical adhesive (ma) was torn or separated from the proximal end of the proximal spring electrode. The electrode was also stretched at this point. Laser extraction damage was noted in the lead insulation. The lead passed the continuity test with manipulation. An x-ray was performed and there were no issues noted other than the induced damaged. The allegation against the lead could not be confirmed by analysis.